Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 40-year-old female patient who had essure (batch no. 683276) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Previously administered products included for prevent pregnancy: mirena from (B)(6) 2008 to (B)(6) 2009, tri-levlen in 2007, depo provera in 2005 and seasonale in 2005. Concurrent conditions included bladder incontinence and hypertension. Concomitant products included atorvastatin since (B)(6) 2017, hydrocodone bitartrate;paracetamol (norco) since (B)(6) 2010, leflunomide (B)(6) 2018 to (B)(6) 2019 and mirabegron (myrbetriq) from (B)(6) 2016 to (B)(6) 2019. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced inflammation ("allergic or hypersensitivity reaction type: inflammation"), depression ("depression"), anxiety ("anxiety"), panic attack ("panic attacks"), fibromyalgia ("fibromyalgia"), migraine ("migraines / headaches"), fatigue ("fatigue"), arthralgia ("joints pain") and myalgia ("muscles pain"). In (B)(6) 2011, the patient experienced rheumatoid arthritis ("rheumatoid arthritis"), hypertonic bladder ("overactive bladder") and incontinence ("incontinence"). In (B)(6) 2011, the patient experienced premature menopause ("early menopause"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced mood swings ("mood swings") and hypertension ("hypertension"). The patient was treated with amlodipine, aripiprazole (abilify), azathioprine, darifenacin (enablex), gabapentin, meloxicam, sertraline hydrochloride (zoloft) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, rheumatoid arthritis, premature menopause, mood swings, inflammation, depression, anxiety, panic attack, fibromyalgia, hypertonic bladder, incontinence, migraine, hypertension, fatigue, weight increased and alopecia outcome was unknown and the arthralgia and myalgia was resolving. The reporter considered alopecia, anxiety, arthralgia, depression, fatigue, fibromyalgia, hypertension, hypertonic bladder, incontinence, inflammation, medical device removal, migraine, mood swings, myalgia, panic attack, premature menopause, rheumatoid arthritis and weight increased to be related to essure. The reporter commented: insertion details- right ostia- 1 coil,left ostia-3 coils diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: result: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 21-apr-2021: mr received. Reporter information were added. Real fu was received and there was no significant change in the medical context of case. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and rheumatoid arthritis ('rheumatoid arthritis') in a 40-year-old female patient who had essure (batch no. 683276) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Previously administered products included for prevent pregnancy: mirena from (B)(6) 2008 to (B)(6) 2009, tri-levlen in 2007, depo provera in 2005 and seasonale in 2005. Concomitant products included atorvastatin since (B)(6) 2017, hydrocodone bitartrate;paracetamol (norco) since (B)(6) 2010, leflunomide (B)(6) 2018 to (B)(6) 2019 and mirabegron (myrbetriq) from (B)(6) 2016 to (B)(6) 2019. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced inflammation ("allergic or hypersensitivity reaction type: inflammation"), depression ("depression"), anxiety ("anxiety"), panic attack ("panic attacks"), fibromyalgia ("fibromyalgia"), migraine ("migraines / headaches"), fatigue ("fatigue"), arthralgia ("joints pain") and myalgia ("muscles pain"). In (B)(6) 2011, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), hypertonic bladder ("overactive bladder") and incontinence ("incontinence"). In (B)(6) 2011, the patient experienced premature menopause ("early menopause"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced mood swings ("mood swings") and hypertension ("hypertension"). The patient was treated with amlodipine, aripiprazole (abilify), azathioprine, darifenacin (enablex), gabapentin, meloxicam, sertraline hydrochloride (zoloft) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, rheumatoid arthritis, premature menopause, mood swings, inflammation, depression, anxiety, panic attack, fibromyalgia, hypertonic bladder, incontinence, migraine, hypertension, fatigue, weight increased and alopecia outcome was unknown and the arthralgia and myalgia was resolving. The reporter considered alopecia, anxiety, arthralgia, depression, fatigue, fibromyalgia, hypertension, hypertonic bladder, incontinence, inflammation, medical device removal, migraine, mood swings, myalgia, panic attack, premature menopause, rheumatoid arthritis and weight increased to be related to essure. The reporter commented: insertion details- right ostia- 1 coil,left ostia-3 coils diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: result: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming:anxiety, fibromyalgia. Lot number: 683276 manufacture date: 2009-10 expiration date: 2012-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and rheumatoid arthritis ('rheumatoid arthritis') in a (B)(6) female patient who had essure (batch no. 683276) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Previously administered products included for prevent pregnancy: mirena from (B)(6) 2008 to (B)(6) 2009, tri-levlen in 2007, depo provera in 2005 and seasonale in 2005. Concomitant products included atorvastatin since (B)(6) 2017, hydrocodone bitartrate;paracetamol (norco) since (B)(6) 2010, leflunomide (B)(6) 2018 to (B)(6) 2019 and mirabegron (myrbetriq) from (B)(6) 2016 to (B)(6) 2019. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced inflammation ("allergic or hypersensitivity reaction type: inflammation"), depression ("depression"), anxiety ("anxiety"), panic attack ("panic attacks"), fibromyalgia ("fibromyalgia"), migraine ("migraines / headaches"), fatigue ("fatigue"), arthralgia ("joints pain") and myalgia ("muscles pain"). In (B)(6) 2011, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), hypertonic bladder ("overactive bladder") and incontinence ("incontinence"). In (B)(6) 2011, the patient experienced premature menopause ("early menopause"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced mood swings ("mood swings") and hypertension ("hypertension"). The patient was treated with amlodipine, aripiprazole (abilify), azathioprine, darifenacin (enablex), gabapentin, meloxicam, sertraline hydrochloride (zoloft) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, premature menopause, mood swings, inflammation, depression, anxiety, panic attack, rheumatoid arthritis, fibromyalgia, hypertonic bladder, incontinence, migraine, hypertension, fatigue, weight increased and alopecia outcome was unknown and the arthralgia and myalgia was resolving. The reporter considered alopecia, anxiety, arthralgia, depression, fatigue, fibromyalgia, hypertension, hypertonic bladder, incontinence, inflammation, medical device removal, migraine, mood swings, myalgia, panic attack, premature menopause, rheumatoid arthritis and weight increased to be related to essure. The reporter commented: insertion details- right ostia- 1 coil,left ostia-3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Hysterosalpingogram on (B)(6) 2010: result: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming:anxiety, fibromyalgia. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: reporters were added. Patient's demographic was added. Lot no. Was added. Case become incident, previously added injury nos was replaced with early menopause & new events-mood swings, inflammation, depression, anxiety, panic attacks, rheumatoid arthritis, fibromyalgia, overactive bladder, incontinence, migraines / headaches, hypertension, muscles pain, joint pain, fatigue, weight gain, hair loss, medical device removal were added. Historical, treatment & concomitant drugs were added. Concomitant conditions were added. Lab test was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.